Event description:
Reporter alleged obtaining a discrepant blood glucose result of hi (greater than 600 mg/dl) on a pt using the inform system compared to back to back with a result of 129 mg/dl on the lab system when testing was performed within 10 mins. Reporter indicated that the pt was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.